Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/delivery and excessive no delivery test due to a compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer's blood glucose was unknown. Insulin pump will be replaced.